Manufacturer narrative:
Medical device problem code: (B)(4). The device has been received for analysis; however, the analysis has not yet been completed. Upon completion of the problem analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a colonoscopy procedure performed on (B)(6) 2022. During the procedure, there was a problem deploying the bands wherein the three bands were misdeployed and would not stay onto the varices as intended. It was also noticed that the bands were too stiff, causing additional oozing and bleeding. The physician deployed more bands. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: it was reported that the technician did not secure the ligator all the way down again the distal end of the scope, which is opposite to what is instructed in the device instructions for use (IFU).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a colonoscopy procedure performed on (B)(6), 2022. During the procedure, there was a problem deploying the bands wherein the three bands were misdeployed and would not stay onto the varices as intended. It was also noticed that the bands were too stiff, causing additional oozing and bleeding. The physician deployed more bands. The procedure was completed with another speedband superview super 7. It was noted that there was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts. Note: it was reported that the technician did not secure the ligator all the way down again the distal end of the scope, which is opposite to what is instructed in the device instructions for use (IFU).

Manufacturer narrative:
Block h6: medical device problem code a22 captures the reportable event of bands misdeployed and would not stay onto the varices as intended. Block h10: the returned speedband superview super 7 (handle assembly and ligator head) was analyzed, and a visual evaluation noted that the ligator head was returned without the bands attached. The trip wire was secured and the slack was taken up correctly. The suture thread was intact and was attached to the distal trip wire loop. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible and indents felt each 180 degrees rotation. No other problems with the device were noted. The reported event of bands damaged could not be confirmed since there was no evidence of bands damaged on the returned device or in the available information,. The reported event of bands falling off varix was confirmed. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU)/product label. The additional information stated that the ligating unit was not secured all the way onto the distal tip of the endoscope. This condition, unsecured ligator head at the distal end of the endoscope, could have caused the problem during the procedure. It's possible that the suction may have been affected by the ligator head not being secured at the distal end of the endoscope and as consequence the ligator head couldn't be pressed at the varix causing the bands to fall off. Therefore, the most probable root cause for the encountered problems will be documented as failure to follow instructions due to problems traced to the user not following the manufacturer's instructions. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing.